Event description:
It was reported that a call was placed to the hot line stating that the intra-aortic balloon (iab) was placed in 2008. The following day, the rn reported that there was a lot of blood coming back in the drive line. As a result, the iab was removed and another iab was inserted. Reference medwatch 1219856-2008-00482 for second event involving same patient and the intra-aortic balloon pump.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.